Event description:
It was reported that a hair was found inside the sterile packaging. The hair could be seen through the packaging, therefore the package was not opened. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code - lry. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number a&e medical corporation - (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).